Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00533. It was reported, the physician ((B)(6)) experienced difficulty implanting the lead during the trial procedure. It was the physician's intent to position the lead to the right of midline; however, each placement attempt resulted in the device steering left. The case was eventually completed with implant of a new lead. An x-ray confirmed proper lead placement. Due to the multiple implant attempts, it was reported, the pt was subjected to approx 13 mins of radiation exposure. Despite having post operative wound pain following the procedure, the pt reported effective stimulation relief and a reduction in back pain. Further post operative testing found impedance issues with the implanted lead; however, these issues were overcome via programming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.